Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal difficulties occurred. The lesion being treated was located in the right renal artery. This 6.0x14x90cm express biliary sd stent was advanced to the lesion and deployed. The physician attempted to withdraw the stent delivery system (sds), however, the tip of the balloon caught on the deployed stent. There were no issues with the balloon deflating, the balloon was fully deflated. The physician stopped pulling on the device, removed all the contrast, and injected 1 to 2 cc's of 100% saline. The balloon was deflated again and a guide catheter was advanced up to the balloon. The sds was then pulled back into the guide catheter and the devices were removed successfully. The procedure was considered complete with this device. No patient complications were reported and the patient's status is fine.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 369 mg/dl and 92 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter and test strips were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were located on two different days. This is a final report.